Event description:
A high blood glucose level was reported with an unknown cause, leading the customer to visit the emergency room and subsequent hospitalization, where they were admitted to the ICU on (B)(6) 2025. The highest blood glucose level recorded was 1200 mg/dl. Cause was not known. Customer was treatment with IV fluids and insulin resolved the issue without causing injury or permanent damage. No further assistance was required as the customer, still hospitalized, declined additional follow-up or a supplies/system check.